Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that t:slim x2 pump battery would not charge and pump screen stayed dark and would not turn on, and caller noted visible damage to silver usb port and confirmed pump shutdown with inability to turn pump back on. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.